Event description:
Reporting status: serious injury - permanent impairment. Reporting rationale: device remains in patient. Device issue: stent dislodgement. It was reported that there was difficulty inserting the stent into the rotating hemostatic valve, and the stent dislodged into the left coronary artery. The stent remains in the patient. Another stent was used to end the procedure. No additional event or patient information is available.